Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that atrial pacing impedance measurements were greater than 3000 ohms. In office isometrics and pocket manipulation did not elicit noise and threshold and sensing measurements were good. Continued lead monitoring was recommended as no noise was noted and all other lead measurements were confirmed to be normal. It was noted that the associated atrial lead is manufactured by a competitor. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that atrial pacing impedance measurements were greater than 3000 ohms. In office isometrics and pocket manipulation did not elicit noise and threshold and sensing measurements were good. Continued lead monitoring was recommended as no noise was noted and all other lead measurements were confirmed to be normal. It was noted that the associated atrial lead is manufactured by a competitor. The system remains in service and no adverse patient effects were reported.